Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2018-01508, reference MFR. Report#: 1627487-2018-01509. It was reported the patient¿s leads were showing multiple high and low impedances. The patient underwent surgical intervention where one of the leads was replaced with a new one. The physician stated when the pocket incision was opened it was observed that neither of the lead tails were inserted properly in the ipg header. It is unknown which lead was replaced therefore we are reporting on both.